Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that multiple patients were not crossing over to the stations. A technical support specialist (tss) worked on the application server during the downtime, verified that messages were crossing in real time, and services were confirmed to be running without any further issues. The tss confirmed the problem resolved itself and was verified with the customer as a temporary glitch. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server multiple patients were not crossing over. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.